Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed that there was a recharge antenna failure, poor recharge quality message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. It was reported that they were unable to charge their implanted neurostimulator (ins) above 40% and the issue began around friday. Pt stated they would be able to charge the controller to 100% but after a couple hours of charging, the ins, would only go to 40%. Pt stated at some point, the battery did go to 50%. Pt stated the controller would say to call medtronic and pt would reset the controller. Patient services (ps) walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powered on. Pt put the battery back into the controller and confirmed green light was flashing above the screen. Pt stated the batteries were at 40% and 70%, pt was unclear which battery was a which level. Pt inspected the recharger (rtm) cord and pt did not see any visible damage. Pt stated the rtm does warm up when recharging. An email was sent to the repair department to replace the rtm cord.